Manufacturer narrative:
.

Event description:
Reporting status: serious injury/medical intervention/permanent impairment. Reporting rationale: dislodged stent remains implanted in coronary. Device issue: dislodged stent. It was reported that the lesion had mild calcification and was located in the distal right coronary artery (rca). It was decided to implant the promus stent in the lesion, but the proximal rca was very tortuous to cross. The lesion was pre-dilated; however, the promus stent delivery system (sds) would not cross the proximal rca to the distal rca, where the lesion was located. When the catheter was removed, it was noticed the stent had dislodged in the proximal rca and the sds was the only part moving. The stent shape was maintaining, so there was an attempt to remove the stent with the balloon catheter. A smaller balloon was placed inside the stent and inflated slightly, but the stent did not come out because of the angle. After several attempts, it was decided to deploy the stent there, even though the place was not the lesion requiring treatment, because it was safer for the pt. The rca distal lesion was treated with another promus 3.5x18mm. No additional event or pt info is available. You are receiving MDR report from the abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. Promus is manufactured by abbott vascular.